Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered following the prior night's treatment. Fluid leaked upon opening the cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. No defect or damage was noted to the liberty cycler set. No adverse event, serious injury, or required medical intervention resulted from the reported event. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The patient completed treatment via manual exchange. The cycler remains with the patient for continued use. The cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was received by the manufacturer for physical evaluation. The sample was received without the original packaging. During the disinfection of the sample, the alleged failure mode was confirmed as a leak was found on the cassette film. A visual inspection was completed with a microscope, and a tear was found on the cassette film. Probable causes for this failure include: the pump door closing unexpectedly during setup, misalignment during setup between the cassette and pump, a finishing problem due to a sharp point created or mechanical damage to the cassette, or damage from shipping or transportation. A device history records (DHR) review was performed for the involved lot and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered on the prior night after cancelling treatment. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. Fluid leaked from cassette door when opening cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. No adverse event, serious injury, or required medical intervention was reported. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered following the prior night's treatment. Fluid leaked upon opening the cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. No defect or damage was noted to the liberty cycler set. No adverse event, serious injury, or required medical intervention resulted from the reported event. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The patient completed treatment via manual exchange. The cycler remains with the patient for continued use. The cycler set was available to be returned to the manufacturer for physical evaluation.